Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that the decision for impella 5.5 was made on a patient to support during a cardiac surgery. It was noted that they planned for impella 5.5 via left axillary artery due to permacath in right axillary. Cutdown was performed, graft sewn on, and 0.018 wire left in place in left ventricle while coronary artery bypass grafting (CABG) was performed. Following CABG, impella 5.5 insertion was attempted, but ultimately failed due to patient anatomy, unable to advance into the aorta from the left axillary. Impella cp placed instead, which was able to be advanced and support the patient .no patient harm was reported due to the issue.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Delivery issue: the cause of delivery issue is determined to be patient condition because the pump was unable to pass through left axillary artery. Device history review: the device passed all the post sterile inspection checks.